Event description:
An olympus representative reported on behalf of the customer that the hd 3cmos autoclavable camera head showed error e226 code (scope communication error). The issue was found during preparation for use. The intended diagnostic procedure was completed with another similar device. There were no delays reported and there were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. However, inspection of the device found e216 error (scope communication error) which occurred when moving the cable. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿e226¿ was not reproduced, and a root cause could not be identified. Additionally, e216 error (scope communication error) occurred when moving the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.